Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), a dilated left atrium, and restricted, calcified leaflets for a mitraclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment (slda) from the anterior leaflet. Another mitraclip ntw was prepared for deployment to stabilize the slda clip. During preparation, the release pin was prematurely pulled, and upon testing the clip arms, the device was unable to open. As a result, a mitraclip nt was opened; however, during preparation, the clip was also unable to open following raising the grippers and unlocking of the clip. Subsequently, a mitraclip xtw was deployed to stabilize the slda clip. Anterior leaflet was observed to be damaged post slda. Post-procedure, the mr was reduced to grade 2. There was no clinically significant delay or adverse patient effects reported.